Event description:
It was reported that when the ventilator alarmed, there was no audible alarm at the patient assist port. The biomed team identified the issue prior to placing the ventilator on the patient.

Manufacturer narrative:
The manufacturer was unable to duplicate the reported problem. When a nurse call test adapter was connected to the ventilator's power pcba, the patient assist port and led were constantly alarming ¿on¿ under any condition. Bench testing revealed that a component on the power pcba had become shorted from pin 1 to pin 2. This malfunction of the power board component was preventing the patient assist port relay from being set to the ¿off¿ position. The event trace contains no unusual alarm types or incident counts. All event trace entries are consistent with normal ventilator operation. It is recommended that the power board be replaced.